Manufacturer narrative:
Initial reporter occupation: senior clinical risk advisor. Investigation evaluation: our laboratory investigation did confirm that the catheter was broken at the silver printed marking near the distal end of the catheter body. The information provided by the customer stated that the balloon had to be cut off of the catheter for removal from the endoscope. The balloon was not returned. Visual inspection of the blue outer catheter found that it had broken apart at the 45cm area as measured from the distal end of the stress relief portion of the catheter hub. Due to the balloon being cut off, the remaining blue catheter body had separated leaving the purple sheath exposed. Further investigation found that the separated piece of the blue catheter had kinks at the 53, 162.5, 172, and 181cm locations as measured from the proximal end of the silver printing. In addition, the purple internal sheath had kinks at the 46, 47, 78, and 110.5 cm areas as measured from the distal end of the stress relief portion of the catheter hub. No other testing of the returned product is possible. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. The dilation balloon catheter broke at the silver marker where the device is manipulated through the biopsy cap - severed completely. The user was unable to deflate the balloon, the scope was removed from the patient to cut off the balloon and remove the device from the scope. Additional information received 29-april-2021 states that all parts were retrieved from the scope. The dilation had already been completed for the patient. The plastic of the catheter failed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.